Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device (two sharp patterns along the same edge) assessed as unidentified (tear) opening (shell thickness within specification). Cyst-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional also reported "a small 4 mm cyst at 10-11 o'clock" which is not device related. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture. Healthcare professional also reported "a small 4 mm cyst at 10-11 o'clock" which is not device related. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with non-allergan brand. This relates to the left side.